Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was elevated (600 mg/dl). Customer addressed the issue by setting a temp rate as per advice from their health care provider.